Event description:
On (B)(6) 2012, the pt reported that she went to the hospital on (B)(6) 2012, because she felt sick and throwing up for 3 days. She stated that her infusion device has been working "fine". At the hospital, she was told that her ketones were high. Her doctor thinks her ketones are high because she has gastroparesis and had been vomiting. She was treated at the hospital with a saline drip because she was dehydrated. She was given pain medicine and gravol for her stomach. She was at the hospital for about 2.5 hours. F/u with the pt revealed that she went to the hospital three times. She was not able to keep down oral medication to treat her gastroparesis, at the hospital she received injections of the medication for condition. Her blood glucose stayed within her normal range of 6-9 mmol/l (108-162 mg/dl), except for once it was elevated to 11 mmol/dl (198 mg/dl). She remained connected to her infusion device during her hospital visits. The infusion device is working properly and has not been requested to be returned for eval at this time.